Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/08/2010, 04/29/2010, and 04/30/2010 by phone, fax, and mail. A completed questionnaire was received on 05/04/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "broke capsular bag" (capsular bag tear, posterior). Product problem(s): "none reported" (no information [iol (intraocular lens implant]). A nurse reported that during intraocular lens (iol) implant surgery, the capsular bag broke. She stated that the surgeon was assisted by a technician in training who loaded the lens improperly which caused the pc tear. She reported that the surgeon does not blame the iol. The initial iol was removed and replaced with a different mode I iol during the same procedure. The nurse reported that the patient is doing well; the eye is healing well and vision is improving. No further information is expected.